Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery fails to charge. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.